Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had exhibited infection. All available information indicated that the system remains implanted. No additional adverse patient effects were reported. The rv lead remains in service. Additional information indicated that the right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had exhibited infection. All available information indicated that the system remains implanted. No additional adverse patient effects were reported. The rv lead remains in service.